Manufacturer narrative:
Concomitant medical products: 3889-28, mgu lead, implanted: (B)(6) 2019; 3058, mgu ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy pacemaker (crt-p), the crt-p lost all data one day following an unrelated cardiac procedure. The crt-p remains in use. No patient complications have been reported as a result of this event.